Event description:
Per the surgeon's report, this pt complained of noise and poor sound quality with his cochlear implant. He stopped using his speech processor. An xray revealed kinks in the electrode array. Integrity testing on 03/07/2006 was consistent with normal receiver/stimulator function, but anomalies on several electrodes. Reprogramming was tried, but did not alleviate the complaint. The surgeon explanted the device in 2006. Reimplantation plans were not reported to cochlear.

Manufacturer narrative:
This type of event is addressed in the device labeling code # 1738.